Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 101 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm after the button has been pressed on. Customer also reported to have experienced a high blood glucose of 433 mg/dl and treated with insulin pump. Customer declined troubleshooting on all insulin pump issues. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report.